Event description:
This lead was repositioned on (B)(6) 2011 due to high thresholds. Dr. (B)(6) at (B)(6) hospital did the procedure and he got great numbers. No other affects on the patient were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).